Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04925. It was reported the patient lost effective therapy following a vehicle accident. X-rays indicated both of the patient's leads migrated. In addition, high impedance were discovered during troubleshooting. As a result, the patient underwent surgical intervention wherein both existing leads were explanted and replaced. Effective therapy was established post operatively.